Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4), (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim it was reported that the device was not working. No symptoms were reported and no further complications were noted or anticipated